Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the receiver would not turn on. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen errors alarms and a firmware error were observed. The reported event of receiver will not turn on was confirmed during log review. The root cause was determined to be a ui-u1 related failure. The root cause of the firmware error could not be determined post investigation. Based on the investigation results this issue has been upgraded from non-reportable to reportable.